Manufacturer narrative:
H4: the lot was manufactured between october 25, 2023 and october 27, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the device bladder which suggested a possible flow issue. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse during patient infusion. The device contained 2496 mg fluorouracil (5fu) in 0.9% sodium chloride, having a total volume of 115 ml. The expected therapy time was 46 hours; however, it was observed that device failed to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.